Manufacturer narrative:
Device component codes relates to device problem code for the evaluation findings of fiber broken within the connector. Mfg. Site name- (B)(4). Investigation results. One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the fiber tip was slightly degraded. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it, this indicated that the fiber was broken within the connector. The condition of the returned device would result in insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy with stone fragmentation procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an ems laserclast 20w console with laser settings of 1.2 joules and 15 hertz. According to the complainant, during the procedure and inside the patient, after nearly two hours of use with intermittent stops to clear dust and repositioning the fiber, it finally stopped firing. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector. Please refer to block for full investigation details.